Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 50 months, oversensing was reported. At the moment, biotronik has no further information with regard to the revision procedure of the system. Should we receive more details or the device itself, this report will be updated.

Manufacturer narrative:
The ICD was interrogated, revealing the battery status eri. The ICD was implanted for 50 months and 198 charging cycles were recorded to the ICD's memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular and far field channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular and far field channels. However, a thorough analysis of the ICD proved the device to be fully functional.